Event description:
New information notes the patient was seen for follow up on (B)(6) 2014 and the lead exhibited noise. The noise could not be replicated. The lead was reprogrammed. The patient is feeling well and will continue to be monitored.

Event description:
It was reported that the right ventricular lead exhibited noise. The noise could not be replicated. The lead was reprogrammed. On (B)(6) 2014, the patient was seen in the clinic and the lead exhibited noise which could be replicated. The lead was reprogrammed. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.